Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: filtration by yellow cone.

Manufacturer narrative:
H6: investigation summary: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the video or sample provided. Preventing our investigation team from conducting a device history review. Additionally, a sample was provided to aid our investigation. Our engineers conducted visual and functional analysis of the device. Visual analysis was unable to detect any observable damage, but leakage was identified during the functional testing of the device. The leak = was observed occurring near the adapter head, which is consistent with the provided video. The issue has been confirmed. Further microscopic evaluation of the catheter tubing at the location of the leak revealed a small breach in the tubing, which exhibited damage characteristics consistent with improper alignment of the manufacturing machinery.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: filtration by yellow cone.